Manufacturer narrative:
(B)(4). Patient date of birth was reported as an unknown date and month in 1936. Dthis report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as patient performed pd therapy without washing their hands. The event was manifested by abdominal pain and turbid effluent. On the same day as the event onset, the patient was seen in the emergency room for peritonitis and was admitted. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had not recovered. It was reported that training on proper aseptic technique was planned. No additional information is available.